Event description:
It was reported during a post approval study conducted in the united states, title: randomized trial of drain antisepsis after mastectomy and immediate prosthetic breast reconstruction trial number (B)(4). Patient 4- experienced a deep surgical site infection thirty days postoperatively. Cultures were obtained from the surgical site infection. The abscess fluid revealed it was positive for mycobacterium fortuitum. The tissue expanders were explanted on post-operative day forty two due to the deep surgical site infection. A culture obtained on day 89 revealed methicillin (B)(6) on day 89. The precise date of these events was not provided.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.